Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips do not close properly during procedure, when the surgeon tried to clip on to the cystic artery. The case was extended 30 minutes.